Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device ready for use (rfu) indicator displayed a blinking red x with no beep when the low battery alarm message was given and continued to display the red x even though the user connected the device to ac power. The device was in use monitoring a patient's heart rhythm. The patient involved was reported by biomed to have not experienced harm or adverse patient impact. There was no report of immediate clinical action taken to prevent serious injury or death.